Event description:
It was reported that they are getting an error code, which caused the patient to be re-exposed. It was determined that there was a software communications problem, which was resolved by upgrading the software. Once this was done the system is working as intended.